Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been implanted for about two weeks and felt like the pump was moving. It reportedly felt tight like he had a softball in his stomach. In addition, he felt like the pump was sticking out in the way and was uncomfortable. It was noted that the patient had a follow-up appointment in a week and they would discuss the issues with the managing healthcare provider (hcp) at that time. The device system was used to deliver baclofen.